Event description:
Device 1 of 3. Ref MFR report #'s: 1627487-2013-11412 and 1627487-2013-11413. It was reported the pt passed away three years ago. The exact date and cause of death are unk.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.